Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report receiving a lead that was categorized as bad and has now been determined by the physician to be bad. The right ventricular (rv) lead was found to have oversensing of noise and double counting. The lead was suspect of a fracture. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.